Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an initial transcatheter aortic valve implantation procedure using the evolut 26 millimeter (mm) transcatheter aortic valve, balloon aortic valvuloplasty was performed prior to implantation with a 20 mm balloon. A first implantation attempt was performed in a 22 mm annulus, with the evolut 26 mm positioned at a depth of 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). After final release, the valve migrated high. A second transcatheter aortic valve was loaded and implanted successfully. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that the valve deployment starting point was the bottom of the pigtail catheter. A non-medtronic guidewire was used. The valve dislodged towards the aorta to a depth of -6 mm on both the ncc and lcc.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.